Event description:
A healthcare professional (hcp) reported getting the setting not available screen, screen 59. The hcp noted the trial system was working when implanted in the patient but the patient ran into this message before they were discharged. The hcp decreased the amplitude to 0.0 ma then increased to 7.0 ma this did not resolve the issue. The hcp is getting setting not available above 6.0 ma. It was noted the patient starts to feel stimulation at 6.0. The hcp tried a new program and increased amplitude to effect, but this did not resolve the message. The hcp noted it happens on both sides, and it was a two lead pne trial. The hcp noted the trial began on (B)(6). There were no symptoms reported. The indication for use is unknown. A later report ((B)(6) 2016) from a patient with an external neurostimulator for trial stimulation reported that she was not feeling stimulation on either side and that the leads may have migrated. Patient status is unknown at the time of this report.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.